Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2009, patient was pre-operatively diagnosed with pseudoarthrosis at c5-c6 and c6-c7 from previous anterior cervical instrumented interbody fusion. Recurrent stenosis formation at c5-c6 and c6-c7 from pseudoarthrosis causing radiculopathy on the right and underwent following procedure as anterior cervical removal of the fixation plate from c5-c7 and exploration of fusion at c5-c6 and c6-c7. Anterior cervical six corpectomy with removal of interbody fusion cages at c5- c6 and c6-c7and osteophytectomies with bilateral foraminotomies at c5-c6 and c6-c7. Anterior cervical fusion from c5-c7 with rhbmp-2 and morselized local bone from corpectomy and demineralized bone matrix in a peak corpectomy cage. Anterior cervical plate fixation from c5-c7 with titanium plate. 5) intraoperative fluoroscopy for placement of strut cage and cervical plate. As per-op notes ¿ a 28 mm medium corpectomy cage was used. An extra small rhbmp-2 was mixed. The sponge was placed through the corpectomy cage and demineralized bone matrix paste was placed within the cage as well along with some morselized local bone from corpectomy. The cage was then impacted into the midline from c5-c7¿demineralized bone matrix paste was then placed outside the cage within the anterior gutters of the interbody space from c5-c7. No rhbmp-2 was used outside the cage¿ no patient complications were reported. Patient alleges unspe cified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.